Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the outer cannula of the device was allegedly failed to fire. No coaxial was used. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One video was received and reviewed. The video shows that user tries to prime the maxcore device but there was a difficulty in priming the bottom slide for multiple times and the top slide was in primed position. When the device was fully primed after multiple attempts it was able to be fire without any issue when triggered. Therefore, the investigation for the identified failure to prime issue for can be confirmed as there was difficult in priming the bottom slide and the reported failure to fire is unconfirmed as no issues was noted in firing the device. A definitive root cause for the alleged failure to fire and identified failure to prime could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025), g3, h6 (device, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the outer cannula of the device was allegedly failed to fire. No coaxial was used. The procedure was completed by using another device. There was no reported patient injury.